Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a fall on the scs ipg pocket site and was experiencing difficulty charging. Subsequently, the scs ipg became inoperable. As a result, the scs ipg was explanted and replaced with a different model. Stimulation was restored following the procedure.